Event description:
Revision surgery - patient fell and needed a gastroc flap surgery. Exchanged the poly for a new one.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2023-00304; 341-10-710, s809 - trauma, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.